Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 190 mg/dl. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer will send the current sets back for analysis. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. No further information was provided.

Manufacturer narrative:
One sealed reservoir was evaluated, fill reservoir was performed and it passed per specification as no air bubbles were noted. Six opened/used reservoirs were evaluated, fill reservoir was performed and they passed per specification as no air bubbles were noted.